Event description:
The patient reported that she was completely hysterically crying saying she could not pee. She was in a lot of pain. She had the stim at 6.6 (all she could tolerate) . Indications for use noted as: urinary dysfunction/sacral nerve stim

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.